Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high and low blood glucose. Customer's high blood glucose was 410 mg/dl and low blood glucose was 46 mg/dl which were treated with food. Customer had symptoms of shakiness and lips turning white. Troubleshooting was performed to determine reason for high and low blood glucose. Customer was not able to continue troubleshooting due to square bolus being administered. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with minor scratches on the display window.